Manufacturer narrative:
Section b5: corrected event description was added to section b5. Previously reported event description contained events captured in other manufacturer's reports. Event of post operation bleeding and strokes occurring in (B)(6) 2018 and (B)(6) 2018 are captured under MFR. Report # 2916596-2021-04122. Event of sepsis occurring in (B)(6) 2018 is captured under MFR. Report # 2916596-2021-04146. Event of infection occurring in (B)(6) 2018 is captured under MFR. Report # 2916596-2021-04148. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2019. Multiple blood cultures grew multidrug-resistant pseudomonas aeruginosa (resistant to zosyn, cipro, cefepime). The patient was transferred to another hospital on (B)(6) 2019 for possible lvad exchange. The patient underwent lvad explant with rotaflow lvad placement on (B)(6) 2019 which was complicated by post-op bleeding requiring multiple transfusions. Operating room cultures grew pseudomonas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that patient was transplanted. Device was not explanted and will not be returned for evaluation. The patient's left ventricular assist device (lvad) was removed due to infection. The patient had lvad implanted in (B)(6) 2018. The procedure was complicated by post-op bleeding that required chest washout. The device was operating as expected. No further information available. It was reported that the patient's lvad was removed due to infection (secondary). In brief the patient had a pump placed in (B)(6) 2018 which was quickly complicated by post-op bleeding requiring chest washout and subsequent closure of midline sternotomy. He also had multiple strokes including r pca (patient-controlled analgesia) cerebrovascular accident (cva) with lle (left lower extremity) paresis (during (B)(6) 2018 hospitalization) and left cerebellar intracranial hemorrhage s/p status post right decompressive hemicraniectomy in (B)(6) 2018. Required a trach in (B)(6) but was decannulated and discharged home. In (B)(6) 2018 he was admitted with sepsis and found to have pseudomonas bacteremia and was treated 14 days of IV meropenem and discharged home. (B)(6) 2018 he was re-admitted for recurrent pseudomonal bacteremia and he was discharged on suppressive cipro 750 mg po bid. He reported compliance with his cipro, but one week pta (percutaneous transluminal angioplasty) he began feeling weak. He therefore presented to clinic on (B)(6) 2019. Unfortunately multiple blood cultures grew MDR pseudomonas (r to zosyn, cipro, cefepime). He was transferred on (B)(6) for possible lvad exchange. He underwent lvad explant with rotaflow lvad placement on (B)(6) which was complicated by post-op bleeding requiring multiple transfusions. Or cultures grew pseudomonas. His ICD was removed on (B)(6) 2019 and or cultures grew staph epi in the broth. Blood cultures were initially negative although 1/2 blood culture from 3/4 was positive for pseudomonas. On (B)(6) he was started on an experimental agent cefidericol via eind. He underwent circuit change on (B)(6) due to lv cannula connection clot. On (B)(6) he had a right heart catheterization (rhc) which showed bleeding in to his ICD pocket site so his heparin was held. He ultimately underwent extracorporeal lvad removal, bovine pericardial patch closure of lv apical hole, and placement of left axillary iabp on (B)(6). Heart tissue than began growing rare bacillus cereus and the mediastinum had a gram stain positive for gnrs (broth only). The device operated as expected.